Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the universal cord is scratched, the light guide bundle at the rear end is broken, image blackout. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: universal cord and light guide bundle damage causing image problems. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had an image that turns yellow. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 complete address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.